Event description:
Found during routine testing. Device was replaced under warranty and returned to physio-control redmond for evaluation. When physio evaluated the device in the failure analysis center, it would not power up. There was no pt associated with the report.

Manufacturer narrative:
Physio-control further evaluated the device and determined that root cause for the reported problem was a charge depleted internal battery, designator bt3. A replacement device was provided to the customer.